Manufacturer narrative:
Covidien reference: (B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to swap the upper and lower displays to see if issue follows, otherwise, to replace the graphic user interface (gui) printed circuit board (pcb). Covidien, now medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator's upper display was blank. The ventilator was not on a patient at the time of the event.